Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to nonphysiologic sensing. The short interval count was greater than 5000, and there was high impedance of greater than 3000 ohms. The lead was capped. No further patient complications have been reported as a result of this event. It was later reported that the right ventricular (rv) lead was also fractured. The rv lead was explanted and replaced.